Manufacturer narrative:
The report event of autoreducing was confirmed. As received, visual inspection showed the returned lead found all the internal lead wires being broken. These fractures are consistent with an overstress condition or sudden event the lead was subjected to while still in vivo. The cause of the event is consistent with damage during use.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient was experiencing ineffective stimulation due to high impedance on the lead. As a result, a surgical intervention occurred wherein the lead was explanted and replaced to address the issue.